Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). The patient manages his diabetes with lantus insulin (amount not specified). It is not known if the patient made changes to his usual management routine. Symptoms were not specified; however, on the evening of (B)(6) (year not specified), the patient reportedly visited the emergency room (ER) and the patient was administered intravenous (IV) fluids. The patient¿s blood glucose was tested on another device; however, results were not provided. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.